Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery was recurring. The customer stated that the issue has not been resolved. The customer was advised to replace the plunger and manually push plunger to verify insulin exited the tubing. The customer stated that insulin did exit. The customer stated that the pump did alarm on delivery. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.